Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer stated the distal balloon failed, approx 20 mins into the treatment, at the end of the 3rd run. The physician was not able to complete the last run. Balloon did not burst, but spontaneously deflated.